Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that image was not displayed because cable was not connected to the monitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image which was observed during device installation. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and it is not expected to be returned. In speaking with olympus technical assistance center (tac), it was confirmed that the customer had a bnc (bayonet nut coupling) video signaling running from the outport of the c-arm (x-ray unit) to the cv-190 (evis exera iii video system center) video input. It was also confirmed that the cv-190 video output was connected, but the other end of the cable was not connected to the their steris monitor (third party surgical display). Customer was advised to contact steris for further assistance if their monitor does not have a video input. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.